Event description:
A sales representative reported on behalf of a customer that the lapvue10, laparovue visibility system laparoscopic solutions device was being used during a lap chole procedure on approximately (B)(6) 2024, and a ¿defective component (trocar swab tip came off during case)¿. Follow-up assessment found that "the foam portion of the trocar cleaner came off and was in the abdomen" and the "surgeon retrieved the piece with a graspher". The procedure was completed as normal. There was no injury, medical/surgical intervention or extended hospitalization required, and the patient is recovering as expected. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned and no photographic evidence has been provided; therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a valid lot number was not provided. A device history review (DHR) cannot be conducted as a valid lot number was not provided. A two-year review of complaint history revealed there has been a total of 12 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use the small head vuetip trocar swab for 5 - 8 mm trocars, and the large head vuetip trocar swab for trocars 8 - 12 mm.grasp handle and push foam head straight into the trocar. Do not release or bend the vuetip trocar swab. On certain trocar models that have a spring loaded valve, open the valve during insertion or retraction of the vuetip trocar swab. Make sure trocar does not have any sharp edges that can snag the vuetip trocar swab. Do not extend foam head beyond distal end of trocar. We will continue to monitor for trends through the complaint system to assure patient safety.